Event description:
A customer reported an issue with their device, an unresponsive screen. No specific information was provided about the impact of this issue on the customer's blood glucose level, but it can be assumed there was no adverse impact as nothing was reported. The customer declined a callback, and there was no additional information on any further actions taken or outcomes from the report.